Manufacturer narrative:
As of 04/05/2023 aso submitted retained samples and unused returned product for testing with no defects or observations. Aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. In addition, complaint database was reviewed and no negative trend has been identified for the associated product. Refer to section b.6 of this report for further details.

Event description:
On the initial report received by aso on (B)(6) 2023 consumer stated that the product caused burns on her skin underneath where the adhesive on the bandage adhered to the skin. On the completed cir received from the consumer on (B)(6) 2023, she stated that she went to the dermatologist for treatment.